Event description:
It was reported that a tecnis toric 1-piece intraocular lens (iol) was removed and replaced due to a unfolding issue. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter. Telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
H10. Additional data: further information was provided and reported the patient's date of birth, gender, and issue occurred in patient's left eye (os). The following sections have been updated accordingly: section a2. Age: 74 years. Section a2. Date of birth: (B)(6)1947. Section a3. Gender: male all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.